Event description:
Patient reported to b-farm: "very strong symptoms of poisoning in the cns, head, brain (with short-term severe and long-term weak thinking disorders) due to lubricating oil or oil, taste in mouth like machine oil. The taste is gone after a week. Bfarm has spoken with the patient but he completely refuses to give any of the required further information. The investigations which were possible to be done on the basis of the available information did not show anything conspicuous or give any hint to a quality issue with either of the two products the patient had reported.

Manufacturer narrative:
The event as such is not confirmed that it had taken place, no products are available. Also, implementation and use were not confirmed by a doctor. Section h6 was done based on the information provided by the initial reporter - complaint was not reported to dsi, but from a patient to german authority b-farm. Patient reported 2 products (1 implant/ 1 healing abutment). Patient did not specify which might have caused his described symptoms. Submission will be done for both products. B-farm requested more information and product return from the patient. However, patient did not react after several requests. In case any new or additional information will be gained a follow-up report will be sent.